Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 496 mg/dl. Customer was treated with injection. Customer stated insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Customer declined troubleshooting. The insulin pump will not be returned for analysis.